Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular lead was oversensing and had captured non-sustained tachycardia episodes with nonphysiologic noise. The threshold had also increased sharply and an observation for high threshold about six weeks earlier was noted. The lead was capped and replaced. No patient complications have been reported as a result of this event.